Event description:
Literature: nebel a, reese r, deuschl g, mehdorn hm, volkmann j. Acquired stuttering after pallidal deep brain stimulation for dystonia. J neural transm. 2009;116(2):167-169. Summary: this case report supports the view of stuttering as a speech motor disorder of basal ganglia origin. Clinicians should be aware of acquired stuttering as a rare adverse effect of pallidal neurostimulation for treating segmental or generalized dystonia. It was reported that 24 months after surgery, the patient's speech was mildly imprecise with affected prosody by inadequate respiration while reading. Disfluency began 30 months after surgery with repetition of phonemes at word onset. At 3-year follow-up, stuttering was clearly present in terms of phoneme, word and syllable repetition and mild blocks while reading. During formal assessment by a speech therapist 38 months after implant, his spontaneous speech was nearly unintelligible with hard blocks repetition on phonemes, syllables and words. Stuttering was not immediately reversible by interrupting stimulation for periods of 30 min; nor did it improve during failure and revision of the right stimulation system due to a breakage of an extension cable. Attempts of lowering the stimulation amplitude or changing the contacts resulted in worsening of dystonic symptoms without improvement in speech. The patient accepted stuttering as a permanent adverse effect. The patient is receiving ongoing speech therapy.

Manufacturer narrative:
See scanned pages.